Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was not available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant failed in type ii bone. Clinician reports patient's pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information was requested from the complainant. The complainant indicated the lot number information was not available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as loss of osseointegration.

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant failed in type ii bone. Clinician reports patient's pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).